Event description:
Caller states customer had low blood glucose symptoms with result of 97 mg/dl obtained on the advantage system. Customer was given a cup of orange juice and paramedics arrived. Customer tested 37 mg/dl on professional meter within 10 minutes of result of 97 mg/dl. Customer was treated with an IV (contents unk) and taken to the hosp. She received additional treatment for low blood glucose symptoms as well as treatment for a low heart rate. Customer was hospitalized for 3-4 days. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.